Event description:
A 42 week infant who was admitted to nicu following birth needing respiratory support via nasal cannula. Neotech foam barrier in place. Infant found to be desaturating and choking on foam barrier. Once rn removed foam barrier infant recovered immediately. Foam barriers removed from unit.